Event description:
It was reported that the patient expired. Review of the egm revealed variable amplitude fib; intermittent sensing was noted. The device did not deliver therapy. The device sensing parameters were at nominal settings. Induction egms were not available for reference.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Other: na.